Event description:
Physician successfully inserted triple lumen catheter via right subclavian, but was unable to remove guide wire due to separation of wire wrap & wire 7 inches from and including "j-tip". Entire catheter had to be removed because of broken guide wire. The second catheter inserted without incident.